Event description:
A distributor reported that a customer encountered a malfunction with their pump, indicated by the code 16-0x20e6. The recorded blood glucose level at the time of the event was 100 mg/dl. The pump was attempted to be reset without success, leading to a repeated malfunction, and the device could not be accessed. The customer reverted to an alternate method of insulin therapy.